Event description:
I use a CPAP machine resmed airsense 11. I turned off the humidity metal pan heater. The heater does not shut off even though I turned it off. This has resulted in the air temperature to increase 10 degrees and the humidity to decrease by 6% resulting in extreme dry mouth where I wake up and have to rinse my mouth. This has caused tooth problems. I know the increase in temperature and decrease in humidity because I measured it with a thermometer and a hygrometer. If I shut the device off and touch the pan it is warm to the touch. This problem has existed every time I use the CPAP machine. I am no longer using the machine and am hoping to get it fixed.